Manufacturer narrative:
The returned product did not meet specifications. The device malfunction was confirmed and directly related to the reported event. The video graphics card was found to have malfunctioned. A replacement part was sent to the site and the issue was resolved.

Event description:
A site rep called to say the system froze twice during surgery. There was no pt injury.